Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator lost a significant amount of weight which allowed for the device to become movable in the pocket. A pocket revision procedure took place. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator lost a significant amount of weight which allowed for the device to become movable in the pocket. A pocket revision procedure took place. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.